Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an error code 0008 (defib failure - charging circuits). There was no adverse patient impact reported.